Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low and had experienced multiple fainting incidents. The paramedics were called. The customer was not hospitalized. The customer stated that "hypoglycemia unawareness was the cause of these events". No additional information was provided. Although multiple requests for more information were made, the customer did not reply.